Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset process. Following the reset, the malfunction did not occur again, and the customer was advised to continue using the pump while being instructed to call back if the issue recurs.